Event description:
This pt had a bard port inserted on (B)(6) 2007, in the operating room. In (B)(6) 2012, the port stopped functioning. The pt went to interventional radiology on (B)(6) 2012, to evaluated the port with fluoroscopy. Dye was injected. Dye filled the port pocket in the chest wall. No dye entered the catheter. The port was removed. On opening the pocket, the port was noted to be broken into several pieces. All pieces were removed and a new port was placed with fluoroscopy guidance. Dates of use: (B)(6) 2007 - (B)(6) 2012.